Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "some" chemotherapeutic medication leaks with the texium bonded short set. There was a general comment with no specific information about events. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd secondary set; phaseal spike adaptor; 250ml baxter infusion bag (lot v18e18t exp nov19) of sodium chloride injection usp; 100ml baxter infusion bag (lot p369371 exp apr19) of sodium chloride injection usp; 50ml baxter infusion bag (lot p370130 exp oct18) of sodium chloride injection usp. The customer¿s report of a leak was confirmed as visual inspection showed the presence of residual medication at the texium component. Functional testing was unable to replicate the leak. Previous investigations have shown the root cause of the leak is an insufficient seal caused by poor compression set at the texium actuator tip.

Event description:
The customer reported "some" chemotherapeutic medication leaks with the texium bonded short set. There was a general comment with no specific information about events. There was no report of patient harm. The sample was received with an accompanying pharmacy label indicating doxorubicin injection 41 mg, to be infused at 522ml/hr for 15 minutes.